Manufacturer narrative:
Additional information: d8, d9, e4, h10 the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 354.6770. There was no patient involvement.

Event description:
It was reported that the device received an alarm error code message. The error code displayed was 354.6770. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The proximate cause of the reported issue was due to error of the pressure sensor harness. A review of the device history record showed the device had a manufacture date of 21jul2006. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 354.6770. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 354.6770. There was no patient involvement.